Event description:
During a surgical procedure, the ceramic tip fell off the inner sheath and into the patient. The ceramic tip was recovered with no patient harm. The procedure was completed with another like device.

Manufacturer narrative:
Customer complaint is confirmed, the ceramic tip is broken. The balance of the tip is still glued into the distal end of the tube. The tube has minor dents in various places along shaft. The yellow release button is cracked. Conclusion - a common cause for the breakage is excessive lateral force on the instrument during insertion or removal from the cysto sheath. This mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Another noted cause has been determined to be customer abuse that occurs due to mishandling of the instrument such as dropping the instrument, hitting the tip against other instruments or against sterilization containers.